Event description:
Physician reported, via an operative report, that a patient being treated for chronic back pain present for surgery, due to a mechanical failure of his dorsal column stimulator and placement of an intrathecal pump. During surgery, it was determined that the stimulator was defective. The procedure also included the replacement of the extension leads as well as the stimulator. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
This report is being sent following an internal audit.